Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, before resection, the needle was broken. A new suture was opened and used to complete the procedure. There was no patient injury.